Event description:
It was reported that the lead exhibited high thresholds. On (B)(6) 2013 the lead was repositioned successfully. Additional information stated that the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.